Event description:
It was reported that an ilet pump¿s touchscreen cracked after being dropped, resulting in an unresponsive screen and loss of watertight integrity, and a replacement device was shipped while the user continued glucose monitoring with a dexcom g7 and app as backup. Symptoms included no clinical effects. Outcomes included no impact on health or need for medical care. Investigation included complaint intake review and request for device return, with damage photo added to the case file. Investigation of this case revealed physical damage to the display consistent with user drop and a device that no longer functioned via touch input. It was concluded that the event was due to accidental damage, not a device malfunction, and that the product performed as expected given the misuse.